Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to defective load cell module 2. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed. No physical damage was observed. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky clutch. Deburring of the sticky clutch plate was performed to remedy the issue. The sticky clutch issue is unrelated to the reported complaint. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was over-reported. The load cell 2 was replaced to address the ua07 error. During service, observed multiple buttons of the user interface (ui) membrane were not functioning, replaced the ui membrane to remedy the issue, unrelated to the reported complaint. After service repair completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About (B)(4) of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was (B)(4) for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, (B)(4) of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During device use on a (B)(6) years old male patient, customer reported that the autopulse platform (serial #(B)(4) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on and lifeband would not retract. The crew was unable to clear the advisory and immediately performed 20 minutes of manual CPR. After the call, the crew cleaned autopulse platform and placed a new lifeband and it displayed ua07 again on a manikin. Patient weight (B)(6) kg with medical history of diabetes, htn and cardiac. Patient death was reported. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the medical affairs team evaluate the incident and it was determined that the death was not related to the autopulse device.